Event description:
Additional information received patient underwent surgical intervention on (B)(6) 2023, wherein ipg revised from the right flank to the left flank and replaced with smaller ipg due to pocket site pain.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient had pain at the pocket site. Surgical intervention may occur later to address the issue.